Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint. The medium-large clip applier was analyzed and found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly loaded on the grips. Common causes of the failure mode bent-severely instrument grips -tips are typically attributed to the user mishandling/misuse, such as excess force applied to the instrument jaws. Severely bent grips with an offset <0.05¿ are attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. Based on the current provided information, this complaint is considered a reportable event due to the following conclusion: per the description of the complaint, the large clip applier was getting stuck after firing may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. At this time, it is unknown what caused the large clip applier was getting stuck. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, that the medium-large clip applier was getting stuck after firing. As reported, the clips were sitting in the grooves meant to hold them in place. Then after firing, the clips were getting stuck in the instrument, preventing the clip from completely disengaging from the instrument. Another clip applier instrument was opened and used for the remainder of the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has reached out to the reporter to obtain additional patient/event information but has not yet received a response as of the date of this report.